Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723 2026 0001664. Please refer to mfg report number 2249723 2026 0001664 for all information for this complaint event. Please cancel mfg report number 2249723 2026 0001651 in your database.

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723 2026 0001664. Please refer to mfg report number 2249723 2026 0001664 for all information for this complaint event. Please cancel mfg report number 2249723 2026 0001651 in your database.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
A direct call was received regarding cardiosave pump involving a gas loss alarm setting that could not be turned back on during use. No harm or injury was reported. Nathalie, a nurse educator supporting the primary nurse, attempted multiple times to reactivate the gas loss alarm without success. Troubleshooting guidance was provided, but the setting remained unresponsive. She planned to remove the catheter later that day and take the pump out of service afterward. Complaint information was collected, and the caller expressed appreciation for the support.